Manufacturer narrative:
1.DHR/bhr review: (1)the batch number of the complained product is 3184113, is 18g and product code is 383951, produced on 2023/07, with a total of (B)(4) pieces in this batch; (2)inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (3)check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products. 2.the customer did not return samples and only provided 1 photos of defective samples. From the photos, it can be seen that the blood overflowed from the slit of the septum. 3. Take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. Test report refer to attachment 1. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary,no abnormalities were found in the process and retained sample products. Due to the customer did not return samples, can not confirm the slit status of the septum. Therefore, the root cause of the complaint defect cannot be determined, and the factory will continue to monitor and monitor the trend of this defect complaint.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus gn 18ga x 1.16in prn leakedthe following information was provided by the initial reporter:the patient underwent ctpa of the pulmonary artery on (B)(6)2024, and after performing a successful venous indwelling needle puncture, there was a blood leak from the indwelling needle's airtight silicone plug, which was re-punctured.